Event description:
A malfunction was reported on a pump, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions for resetting the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappeared, which the customer acknowledged and understood.